Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer¿s mother reported via phone call that the insulin pump was not turning on. Customer¿s blood glucose was 244 mg/dl. Customer stated that the battery cap was not damaged and failed battery test alarm. Troubleshooting was performed for failed battery test alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. However, device alarmed failed battery test due to corroded battery tube. Unable to perform operating currents, self-test, a21 error, displacement test or verify battery out limit alarm due to failed battery test alarm.